Event description:
A hosp nurse supervisor reported that during two endoscopic retrograde cholangio pancreatography procedures, the rotatable knob on the handle of the mecahnical lithotriptor would not grip as intended. Nurse stated that during one procedure, the handle was removed and the physician used pliers to pull the wire joint on the lithotriptor in order to crush the stone. The lithotriptor was removed from the scope without difficulty. The nurse reported that during the second procedure, the handle was left in place and the physician was able to manipulate it in order to partially crush the stone. Part of the stone dropped into the duodenum and it passed from the pt without a problem. The lithotriptor was removed from the scope without difficulty. There were no injuries related to the occurrences.